Event description:
It is reported that a customer had cracks on her screen on their insulin pump. The patient's blood glucose level was at 99 mg/dl. The customer stated does not remember how the cracks happen but it progressively got worse. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.